Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking. It is unknown if the issue was discovered during transport. There was no injury or clinical use associated with this event. The field service engineer replaced the bearing to resolve the issue.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.